Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that upon reviewing the history on the system monitor, multiple low flow alarm messages and pi events were noted in the history but the system controller never alarmed audibly even when the flow registered 2.5lpm or below. The system controller was changed out and will be sent back for evaluation.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.